Event description:
Boston scientific crm received information that this pacemaker, which had declared elective replacement time (ert), could not be interrogated. Technical services confirmed that interrogation should still be available at ert, and discussed environmental electromagnetic interference as a possible cause of the telemetry issue. This device is part the insignia microcrystal failure mode 2 advisory, and has exhibited symptoms consistent with those described in the advisory. No adverse patient effects were reported. Subsequent information indicates that the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the device has not been returned for analysis. If additional information becomes available, this report will be updated.